Event description:
It was reported that perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. There was no effusion noted at the start of the case. A transseptal puncture was performed with no issues. The was was navigated with the pigtail catheter into the laa and an appendogram was performed and the laa looked appropriate with enough depth. A 24mm device was prepped and inserted. As the physician connected the delivery system to the access system, the patient moved drastically and started talking. Another appendogram was taken showing contrast going out of the appendage due to the sheath going through the appendage when the patient moved. Transthoracic echo showed a growing effusion. The patient was administered protamine to reverse the heparin. The patient's blood pressure started to drop so the 24mm device was released. A pericardiocentesis was performed and 500ml of blood was drained. The patient was monitored and hemodynamically stable before leaving the lab.